Event description:
It was reported that the patient presented to hospital with pain. Pericardial effusion was observed due to suspected lead perforation. Patient underwent pericardiocentisis and successful rv lead repositioning. No further complications were observed.

Manufacturer narrative:
No medwatch form was received.